Manufacturer narrative:
Qn# (B)(4). The customer returned one opened arterial line kit with a spring wire guide (swg) partially inserted into a 20 ga introducer needle for evaluation. Visual inspection of the sample returned revealed offset coils in the swg body near the distal j bend. Microscopic examination of the swg confirmed both welds were present and fully spherical. Visual inspection of the introducer needle did not reveal any defects or anomalies. The offset coils in the swg body measured 8 mm from the distal weld. The total length of the swg measured 354 mm which is within specifications of 350-355.6 mm per swg product drawing. The outer diameter of the swg measured 0.611 mm which is within specifications of 0.610-0.635 mm per swg product drawing. The outer diameter of the introducer needle measured 0.0358" which is within specifications of 0.0355"-0.0360" per needle cannula product drawing. The inner diameter of the introducer needle measured 0.027" which is within specifications of 0.0270"-0.0285" per needle cannula product drawing. The swg was inserted into the returned introducer needle to functionally test. The undamaged sections of the swg were able to pass completely through the needle with minimal resistance. A manual tug test confirmed both welds were intact. A device history record review was performed based on the lot number of the returned kit with no relevant findings found. The instructions for use (IFU) provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide. To reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire had offset coils present in its body near the distal end. No damage was noted to the introducer needle. The sample passed all relevant dimensional and functional testing. A device history record review was performed based on the lot number of the returned kit with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports wire getting caught at the tip of the introducer needle once in the vessel. No report of patient harm.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports wire getting caught at the tip of the introducer needle once in the vessel. No report of patient harm.